Manufacturer narrative:
In the initial report "device evaluation anticipated, but not yet begun" was selected in error; at the time of the initial report, 4 of the 5 devices had been evaluated, and the 5th device could not be located by the user facility, and therefore no evaluation could occur.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, where it was reported the brakes were not holding/engaging. No patients were involved.

Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. 3 devices were evaluated in the field and the issue was confirmed; these devices had damaged components. 1 device could not be located for evaluation, and the issue could not be confirmed. 1 device was evaluated in the field and the issue was confirmed, but it was recommended that the unit be scrapped. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 5 malfunction events, where it was reported the brakes were not holding/engaging. No patients were involved.